Event description:
It was reported a patient presented for an unrelated procedure on (B)(6) 2023, and a right ventricular (rv) lead was implanted. 24 hours later the patient presented with atrial arrhythmia, and it was believed to be related to the implant. This was later addressed by medication.

Event description:
New information received notes the patient presented with pleural effusion and pericardial effusion due to the right ventricular (rv) lead, confirmed via x-ray. The patient was stable and hospitalized to treat these conditions.

Event description:
New information received notes the patient received cardioversion and new cardiovascular medication to resolve the issue. The patient was stable.